Event description:
It was reported that during a lap cholecystectomy procedure, while trying to clip the cystic duct, the clips didn't form correctly. The procedure was completed with another device. No pt consequences were reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.